Event description:
It was reported by service report that the everhard switches would not unlock and the power lead system was leaking hydraulic fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluted unit. H6. Other: eberhard switches and power load hydraulic system.